Manufacturer narrative:
The insulin pump had flashing white lcd with audio beeps due to cracked lcd controller. No constant tone noted. The insulin pump had minor scratched display window, scratched case, keypad overlay texture damage and cracked keypad overlay at select button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone tha cannot be cleared. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the batteries were changed and the pump was reset but the tone persists. The customer was advised that the device would be replaced and to return the product for analysis.